Event description:
It was reported the patient was diagnosed with a herniated disc at c4-c5 and underwent a total disc replacement with prodisc-c. During the procedure, the small piece in the trial implant stop fell off into the patient. The little piece caused the instrument to advance too far. The surgeon noticed and pulled the trial implant out and retrieved the little piece that fell off. There was no reported adverse event or delay. The patient is reportedly doing fine. On an unknown date in 2008 the patient also had a previous prodisc-c surgery by the same surgeon which is still implanted. The patient experienced a herniated disk at an adjacent level c5-c6 and underwent a total disc replacement with prodisc-c. There was no allegation of deficiency against the implant noted. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Pt identifier: (B)(6). Date of event: unknown date in the year 2008. Additional device info: this report is for one unknown pdc implant. Implant date: unknown date in the year 2008. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI verbiage: unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.